Event description:
This patient presented to the interventional lab for a carotid angioplasty procedure of the internal carotid artery (side unknown). The vessel was described as moderately calcified and the lesion was 2cm in length. The information states that during prep, it was noticed that the balloon had a leak. An indeflator and a syringe were used during preparation. There was no damage to the packaging or damage noticed to the product prior to preparation. The product was not used in the patient and another balloon was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The product will be returned for evaluation and testing.